Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-04079. It was reported that x-rays revealed that one of the patient's leads had migrated. As a result, the physician re-positioned the patient's leads on (B)(6) 2021. Surgical intervention resolved the issue.